Event description:
A customer contacted haemonetics (B)(4) (B)(6) 2011 reporting "hp: hematuria was observed at 10-20 minutes after returning 300-500ml blood processed by cs5." No pt or operator injury was reported.

Manufacturer narrative:
Nothing was returned for eval. There was no indication that the machine is linked to the customer's reaction. Haemonetics (B)(4).